Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspections was performed. The reported guide wire separation was confirmed. The reported difficult to remove was unable to be confirmed or replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during multiple advancements and retractions through the anatomy, the guide wire likely became damaged. Additional manipulation of the wire through the previously implanted stent struts, likely caused the guide wire to get caught between the stent struts resulting in the wire separation in the stent and stretched coils and causing the appearance of the wire not to track as intended. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Patient code 2687 was removed.

Event description:
The following additional information was received: there was no resistance noted during advancement or removal of the guide wire. Attempts to snare and retrieve the wire fragment were unsuccessful; therefore, it was trapped against the vessel wall by deploying a stent in the left main. The patient did have reduced coronary flow while additional stents were placed, causing pain and pulmonary edema. An unspecified guide wire was used to complete the procedure. The patient required a period in intensive care for support. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that a balance middleweight (bmw) guide wire had been placed in the left anterior descending (lad) coronary artery and an unspecified stent was placed from the left main (lm) into the lad across the circumflex (cx) ostium. The bmw guide wire was then withdrawn to the lm and the cx was wired through the struts of the lm-lad stent. The cx ostium was wired easily but the tip of the bmw appeared to not track past the mid cx so it was withdrawn into the lm and then advanced into the cx. The tip of the bmw appeared to catch in the mid cx again so it was decided to withdraw the wire and replace with an unspecified guide wire. Upon removal, a radiopaque portion remained at the lm ostium, indicating that it had separated and the tip was tracking into the cx ostium. There was no reported treatment. No additional information was provided.